Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on approximately (B)(6) 2025, the patient was hospitalized due to the cgm inaccuracy. At an unspecified time of the event the cgm was reading 3.0 mmol/l and the blood glucose reading was 37.0 mmol/l. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.